Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w non-sterile, lot #73c1600696 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The skin stapler cannot be used because the staples are not inserted correctly, the staples do not stick to the skin. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit 528236 visistat 35w non-sterile for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 28 staples left in the cartridge indicating that 7 staples were fired by the end user. Reference (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple formed properly and released. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: a corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "not inserting staples correctly" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the coverblock. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The skin stapler cannot be used because the staples are not inserted correctly, the staples do not stick to the skin. The patient's condition was reported as unknown.